Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with ceftriaxone injection (1g, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, every 5th day, intraperitoneal, ongoing) for suspected peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.